Event description:
It was reported that the patient received inappropriate therapy due to post-sensed t-wave oversensing on the ventricular lead. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.